Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was scheduled to have lead explanted and generator had previously been explanted. During follow-up for reason of explant of device, it was reported that the reason for explant of lead and generator was due to infection. Additional information was received from the physician that the cause of the infection is unknown and the patient has not had any recent surgeries. There was no observed drainage, however there was purulent material reported to be found at the time of the generator explant. The device history record's of the generator and lead were reviewed. The generator and lead passed final quality and functional specifications prior to release. Both the generator and lead were sterilized prior to being released. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device no additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date - correction - inadvertently did not include in initial MDR submitted.